Event description:
It was reported that the lower half of the ilet touch screen became unresponsive, preventing device unlocking and normal operation; a replacement device was arranged, and the user was instructed on shutdown procedures, data syncing to the mobile app, continued cgm use, and return of the original device. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included no injury, no hospitalization, and continued glycemic monitoring via cgm. Investigation included customer support troubleshooting and coordination of device replacement logistics. Investigation of this device revealed a touchscreen/display malfunction consistent with a hardware screen failure that impeded user interaction, with no impact to therapy delivery reported. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.